Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data shows min bat equals 2.68 to 2.66 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt of less than equal to 2.62 volt.

Event description:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached early elective replacement indicator (eri) after four years and early battery depletion was suspected. Therefore the ICD device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.